Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the energy shield monitor (esm). The errors were confirmed by system logs via field analysis. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The esm was returned for failure analysis but the reported failure could not be replicated during testing.

Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, the customer contacted the intuitive surgical, inc. (Isi) technical support engineer (tse) and reported that the monopolar energy was not working and had yellow light emitting diodes (leds) on the energy shield monitor (esm). The customer stated that they encountered error 323. The tse walked the customer through removing instruments, power cycling system, and hard power cycling the esm. The system powered back on without errors. The surgeon attempted to fire monopolar energy again but received error 323 again. The customer elected to proceed with bipolar energy and use the monopolar instrument mechanically but not with energy. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the customer was not sure if monopolar energy was available for the entirety of the procedure, but the procedure was able to be completed.